Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: there was no visible damage to the keypad. The up button had an intermittent response. The down arrow, ok, & contrast buttons responded properly. The keypad was removed and contamination was found under the up arrow, down arrow and contrast button contacts. Unrelated to the keypad complaint, investigation revealed that the vibration motor was unresponsive. The vibration motor responded properly after the pump case was opened and the vibration motor contacts were realigned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad is worn and not responding consistently to user input. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.